Event description:
Customer reported hospitalization due to high blood glucose readings of 400 mg/dl and diabetes ketoacidosis. Customer stated that her blood glucose readings went high and she went to the hospital because she was walking into things. Customer stated that she had diarrhea in the morning prior to the hospitalization. Customer was treated with IV insulin and manual injections at the hospital. Customer's blood glucose reading at the time of the call was 108 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.